Event description:
A report was received that, during a routine lead revision, the physician replaced the patient's paddle lead that was found with sixteen dislodged contacts and two ends of the paddle lead were frayed. The sixteen contacts were found in the patient and were removed from the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Visual inspection revealed that the lead bodies were separated from the paddle end. All electrodes were dislodged from the paddle but only 10 electrodes were returned. Two of the 10 electrodes were stuck inside the damaged suture sleeve. The paddle was split in half and it appears that excessive tensile force was exerted onto the lead bodies pulling the cables that are connected to the electrodes through the suture sleeve. The root cause of damage is unknown. Additional information was received that the patient lost stimulation one week after implant.

Event description:
A report was received that, during a routine lead revision, the physician replaced the patient's paddle lead that was found with sixteen dislodged contacts and two ends of the paddle lead were frayed. The sixteen contacts were found in the patient and were removed from the patient. The patient was reportedly doing well following the procedure.